Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implantation procedure, the posterior haptic was not straight and became entrapped by the company device while in the anterior chamber of the eye and detached during attempts to release it. The damaged iol was explanted without complications. The procedure was completed on the same day with a similar iol and there was no patient harm. Additional information has been requested but is not available at the time of this report.